Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. Philips filed service engineer inspected the system due to no display. After reviewing log file, fse found too many communication issues from the geo-pc. After powering on, the host computer had no geometry available and rebooted every thirty seconds. Fse then attempted to load software to the geo pc, but it failed. To resolve the issue fse replaced geo ipc, and software was installed and return the part for further analysis and the main suspected failed component of the geo ipc. After replacement of geo ipc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.